Manufacturer narrative:
The customer¿s report of a channel disconnect was confirmed and replicated during testing. The pcu event log identified 12 channel disconnections, the most recent having occurred on the reported event date of (B)(6) 2017. Testing of the devices replicated a channel disconnection between the pcu and the pump module. Visual inspection of the pcu¿s male iui connector revealed dried fluid residue built up around the contact point of pin 13 and corrosion forming on the pins. The same residue was observed on pin 3 of the pump module¿s female iui connector. The disconnection of pin 3 or pin 13 will cause a loss of power to the attached device and generate a channel disconnect alarm. The root cause of the channel disconnects is dried fluid residue found on the pcu¿s male iui and the pump module¿s female iui connectors.

Event description:
The customer reported that a channel disconnect alarm occurred during a patient infusion. The device was not touched or bumped prior to the event. There was no report of patient harm.